Event description:
In 2009, patient reported she was concerned about blockages she was receiving in the system and causing her blood glucose to be elevated. Patient stated she does not received an e4 (occlusion) error immediately when she is having blood glucose concerns. She reported sometimes after having an elevated blood glucose, 6-8 hours later, she will receive the e4 error. Patient reported she will normally disconnect her infusion tubing from the infusion site and bolus a few units of insulin and it will drip from the infusion tubing. Patient stated she has also left the infusion tubing connected to the infusion site and boluses with it out of her abdomen, but no insulin will drip from the site. Patient reported she changes her infusion site every 1-3 days. Advised patient she should not leave headset in over 2 days. Patient stated she is not changing the infusion tubing every 6 days and will sometimes use tubing over 2 weeks before changing. Patient reported she has not changed the adapter in over 8 months. Advised patient adapter needs to be changed with every 10th insulin cartridge change. Patient reported she received the e4 this morning and she attempted to bolus from the infusion tubing connected to the insulin cartridge and e4 error kept occurring. Patient stated she changed the infusion tubing, reconnected to her infusion site and the error was cleared. Patient reported that the infusion tubing she was using when she got the occlusion error today has been in use for almost 2.5 weeks. Advised patient on the importance of changing infusion tubing every 6 days. Patient reported after changing the infusion tubing and reconnecting to her infusion site, she took an extra 10 units of insulin, tested around an hour later with a result of 31.1 mmol/l, which is still high for her. Patient's target blood glucose range is 4-9 mmol/l. Patient stated she is not using cold insulin when filling her cartridges. Advised patient insulin should be at room temperature. Patient reported she is currently taking an antibiotic for an infection. Advised patient this can affect blood sugar. Advised patient to make sure she is changing sites every 2 days and tubing every 6 days. Advised adapter also needs to be changed. Patient reports she was able to clear e4 after changing tubing and is currently using her infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call in 2009, patient reported her blood glucose has returned back to normal.